Event description:
Reportedly, the pit transmissions under alarm settings cannot be disabled on the website. Even if you select 'do not allow,' pit transmissions are still sent. Additionally, there is a translation error in german. In english, it says: 'you can override the clinic settings for this patient' ¿ but in german, it says: 'sie können die zentrumseinstellungen für diesen patienten nicht überschreiben' (you cannot override the clinic settings for this patient). So, in the german language setting, the system does what it promises, but I don't think this is the intended behavior.

Manufacturer narrative:
The reported issue regarding the translation in german was confirmed: - 'you can override the clinic settings for this patient', shall be translated in german 'sie können die zentrumseinstellungen für diesen patienten überschreiben' and not as it is right now 'sie können die zentrumseinstellungen für diesen patienten nicht überschreiben'. - the translation update was performed and validated in the translation tool for programmer/website screens and will be available for the next website version. The reported issue regarding the fact that pit cannot be disabled has not been confirmed since the serial number of implanted device for which pit could not be disabled is unknown. A reminder that users may different rights on the website and for example a user cannot write has been provided to the requester. In the event of such issue again, it has been requested to the requester to open a new complaint, providing the serial number of the implantable device that may create an issue on the website. This case is retained for trending puroposes.

Event description:
Reportedly, the pit transmissions under alarm settings cannot be disabled on the website. Even if you select 'do not allow,' pit transmissions are still sent. Additionally, there is a translation error in german. In english, it says: 'you can override the clinic settings for this patient' ¿ but in german, it says: 'sie können die zentrumseinstellungen für diesen patienten nicht überschreiben' (you cannot override the clinic settings for this patient). So, in the german language setting, the system does what it promises, but I don't think this is the intended behavior.